Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on 03-mar-2023, penumbra inc. Became aware of a journal article titled, "cerebral foreign body granulomas after mechanical thrombectomy: two case reports and a review of the literature" (ishikawa et al. 2022). In this retrospective review, two-hundred and forty-six patients underwent mechanical thrombectomy at a single center between 2015 and 2022. Two patients were subsequently treated for cerebral foreign body granulomas following mechanical thrombectomy and it was concluded that the cause of the granulomas may be an allergic reaction to hydrophilic polymers that peel from endovascular devices. One patient was treated with mechanical thrombectomy using a penumbra system ace 68 reperfusion catheter (ace68), a balloon guide catheter, and a non-penumbra revascularization device. Thirty-four days post-procedure, the patient's consciousness worsened, and more than fifty contrast-enhanced lesions were detected in the same area. The cerebrospinal fluid (csf) showed a cell count of <1/ml, a protein level of 109 mg/dl, and a glucose level of 103 mg/dl. Subsequently, foreign body granulomas were diagnosed. The patient was administered methylprednisolone at a dose of 1000 mg for three consecutive days per week for six weeks. After one week, his consciousness disorder improved. Sixty-one days post-procedure, multiple enhanced lesions on the magnetic resonance imaging (MRI) had disappeared and edema on the flair imaging had reduced. However, the relationship between the lesions and the ace68 was not specified.